Manufacturer narrative:
The power switching board for the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the computer hard drive did not operate as designed as the system would not start up.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative inspected the imaging system onsite and confirmed the reported issue. The image acquisition system (ias) would not boot. The computer was replaced and the issue resolved. A full system checkout was performed after part replacement and all tests passed. The mvs computer, pcba (system control board assembly), and sw powerboard were returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
Information was received from a manufacturer representative regarding an imaging system outside of a procedure. It was reported that the image acquisition system (ias) computer stopped working. It would not cycle. There was no patient present when this issue was identified.